Manufacturer narrative:
Note: as a result of corrective action (B)(4), potential adverse events are being reevaluated based on an interpretation change for the reporting requirements for burns; therefore, this MDR exceeds the 30 day reporting requirement.

Event description:
On (B)(6) 2010, a neurotherm employee received a call from the facility reporting a pt burn. No additional info is available at this time.